Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis the complaint effects were not able to be duplicated. Testing included bench testing the small display assembly, its individual subassemblies, hot soak testing, cold soak testing, and visual inspection of the assembly. There were no observations noted that were deemed a contributor to the complaint effects. The manufacturer's product surveillance investigator followed up with the user facility's biomedical engineer (biomed) to see if further issues with the roller pump occurred. Biomed reports the roller pump is operating as expected. No additional action will be taken at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display has blinking white lines. The roller pump was functioning, just can not read the information displayed. The user could control the pump speed using the central control monitor (ccm). The device was not changed out, as they continued to use for the case and subsequent cases. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the reported issue. The fsr replaced the display assembly, pump to display cable and the shielding. A verification release test was performed. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.